Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent altitude alarms occurred while customer was sleeping. There was no impact to customer¿s blood glucose level. Customer was ultimately able to clear the alarms. Customer reported that the pump would continue to be used for insulin therapy.